Manufacturer narrative:
THE PRODUCT HAS BEEN REQUESTED BACK FOR INVESTIGATION. A FOLLOW-UP REPORT WILL BE SUBMITTED UPON COMPLETION OF INVESTIGATION ACTIVITIES OR IF ADDITIONAL INFORMATION IS OBTAINED. ALL PERTINENT INFORMATION AVAILABLE TO ABBOTT DIABETES CARE HAS BEEN SUBMITTED.

Event description:
ABBOTT DIABETES CARE (ADC) RECEIVED A REPORT FROM INSULET REGARDING A PATIENT¿S DEATH. ACCORDING TO THE REPORT, A FAMILY MEMBER REPORTED THE PATIENT PASSED AWAY ON (B)(6) 2026, WHILE WEARING AN OMNIPOD 5 POD (LOT PH1U04212521, LOT LINKED TO FSN 9056196-05/20/2026-002-C). THE FORENSIC MEDICINE DEPARTMENT CONCLUDED THE PATIENT'S CAUSE OF DEATH TO BE KETOACIDOSIS. IT WAS REPORTED THAT DURING EXAMINATION, IT WAS OBSERVED THAT THE PATIENT HAD NOT RECEIVED INSULIN DESPITE BOLUSES AND GOING TO MANUAL MODE. A FAMILY MEMBER HAS REQUESTED A FULL REPORT FROM THE FORENSIC MEDICINE DEPARTMENT AND WILL PROVIDE INSULET WITH ADDITIONAL INFORMATION WHEN AVAILABLE. INSULET HAS NOT YET RECEIVED THIS REPORT. THE FAMILY MEMBER AND THE FORENSIC MEDICINE DEPARTMENT IN (B)(6) ATTRIBUTED THE PATIENT'S DEATH TO THE FSN POD (9056196-05/20/2026-002-C). THE POD AND OMNIPOD 5 CONTROLLER WERE REQUESTED FOR INVESTIGATION. THE POD REMAINS AT THE (B)(6) CLINIC. THE OMNIPOD 5 CONTROLLER WAS COLLECTED FROM THE (B)(6) CLINIC ON (B)(6) 2026 AND RETURNED FOR INVESTIGATION. INVESTIGATION: CLOUD DATA FROM THE USER FOR THE PERIOD OF (B)(6) 2026-(B)(6)2026 WAS DOWNLOADED AND REVIEWED. REVIEW OF THE CLOUD DATA CONFIRMED THAT A POD WITH THE LOT NUMBER REPORTED WAS THE LAST POD USED, ACTIVATED AT 12:42 ON (B)(6) 2026. THE OTHER PODS USED DURING THIS PERIOD WERE FROM LOT PH1M04172511. REVIEW OF THE PATIENT HISTORY BUFFER (PHB) DATA FOUND THAT THE SYSTEM WAS PRIMARILY USED IN AUTOMATED MODE DURING THIS PERIOD, AND THE AUTOMATED ALGORITHM WAS ABLE TO APPROPRIATELY ADJUST THE MICROBOLUS AMOUNTS BASED ON THE ESTIMATED GLUCOSE VALUES AND USER INPUTS. BETWEEN 16:52 AND 23:00 ON (B)(6) 2026, THE POD WAS RECEIVING INVALID ESTIMATED GLUCOSE VALUE OF -5 AND -2, INDICATING AN UNRECOVERABLE SENSOR ERROR OCCURRED AND THE SENSOR WAS IN WARM-UP RESPECTIVELY. THE SYSTEM WAS STILL IN AUTOMATED MODE WHEN RECEIVING THESE INVALID VALUES AND SO THE SYSTEM TRANSITIONED TO AUTOMATED MODE: LIMITED AFTER FOUR CYCLES AND BEGAN GENERATING MISSING SENSOR VALUES ALERTS AFTER ONE HOUR OF MISSING VALUES. PRIOR TO THE INVALID VALUES, THE LAST VALID ESTIMATED GLUCOSE VALUE RECEIVED WAS 177 MG/DL RECEIVED AT 16:47 ON (B)(6) 2026. AFTER THE GAP, THE FIRST VALID ESTIMATED GLUCOSE VALUE RECEIVED WAS 213 MG/DL RECEIVED AT 23:05 ON (B)(6) 2026. ESTIMATED GLUCOSE VALUES INCREASED TO URGENT HIGH (GREATER THAN 500 MG/DL) AT 19:10 ON (B)(6) 2026. ONCE VALUES REACHED 500 MG/DL AND URGENT HIGH, THE ESTIMATED GLUCOSE VALUES STAYED THERE THROUGHOUT THE REMAINDER OF USE WHILE THE POD AND SENSOR WERE IN COMMUNICATION. THE PHB DATA SHOWED THAT THE AUTOMATED ALGORITHM APPROPRIATELY INCREASED THE MICROBOLUS AMOUNTS DELIVERED IN RESPONSE TO THE INCREASING AND HIGH ESTIMATED GLUCOSE VALUES UNTIL THE MAXIMUM MICROBOLUS AMOUNT BASED ON THE USER'S ADAPTIVE BASAL RATE WAS REACHED. THREE AUTOMATED DELIVERY RESTRICTION ALERTS WERE GENERATED ON (B)(6) 2026, ONE AT 3:35, ONE AT 15:55, AND ONE AT 21:25, ALL DUE TO THE AUTOMATED ALGORITHM DELIVERING THE MAX MICROBOLUS AMOUNT FOR EXTENDED PERIODS IN RESPONSE TO THE INCREASING AND HIGH ESTIMATED GLUCOSE VALUES. UPON GENERATION OF THE AUTOMATED DELIVERY RESTRICTION ALERTS, THE SYSTEM CORRECTLY TRANSITIONED TO AUTOMATED MODE: LIMITED UNTIL THE ALERTS WERE ACKNOWLEDGED AND THE SYSTEM WAS TRANSITIONED TO MANUAL MODE. WHILE IN MANUAL MODE, THE SYSTEM CORRECTLY DELIVERED THE USER'S MANUAL BASAL PROGRAM REGARDLESS OF THE ESTIMATED GLUCOSE VALUES RECEIVED. INTERMITTENT SENSOR ERRORS OCCURRED WHILE ESTIMATED GLUCOSE VALUES WERE AT URGENT HIGH, AS INDICATED BY ESTIMATED GLUCOSE VALUES OF -2 BEING RECEIVED. AT 11:00 ON (B)(6) 2025, THE POD AND SENSOR LOST CONNECTION, WITH THE CONNECTION BECOMING UNRECOVERABLE AT 12:00 ON (B)(6) 2026, AS INDICATED BY ESTIMATED GLUCOSE VALUES OF -2, -1, AND -5 BEING PROCESSED BY THE POD BETWEEN 11:00 AND 16:35 ON (B)(6) 2026. THE LAST PHB DATAPOINT RECEIVED BY THE POD FROM THE CONTROLLER WAS GENERATED AT 16:35 ON (B)(6) 2026. THE PHB DATA SHOWED THAT ANYTIME THE SYSTEM TRANSITIONED TO AUTOMATED MODE: LIMITED, THE SYSTEM WAS CORRECTLY DELIVERING SAFE BASAL, WHICH IS THE LOWER OF THE USER'S MANUAL BASAL PROGRAM AND ADAPTIVE BASAL RATE. THE CLOUD DATA SHOWED THAT MULTIPLE BOLUSES WERE DELIVERED DURING THIS PERIOD, WITH BOLUSES OF 12.8 U, 18.6 U, 8.75 U, 11.5 U, AND 17.25 U BEING DELIVERED ON (B)(6) 2026, THE LAST BOLUS BEING THE 17.25 U BOLUS DELIVERED AT 16:52. COMPARISON OF THE BOLUS RECORDS TO THE PHB DATA FOUND THAT THE TOTAL PULSES DELIVERED COUNT INCREASED CORRECTLY BASED ON THE TOTAL BOLUS VOLUME OF EACH BOLUS AFTER DELIVERY OF EACH BOLUS, INDICATING THAT EACH BOLUS WAS ACTIVELY AND COMPLETELY DELIVERED BY THE PODS. NO EVIDENCE OF THE SYSTEM FAILING TO DELIVER INSULIN WAS OBSERVED IN THE AVAILABLE CLOUD DATA. WITHOUT THE POD, IT COULD NOT BE DETERMINED IF THE POD CANNULA WAS TORN, WHICH WOULD PREVENT DELIVERY OF INSULIN. THE EXACT CAUSE OF THE REPORTED EVENT COULD NOT BE CONCLUSIVELY DETERMINED FROM THE AVAILABLE CLOUD DATA. THE PATIENT WAS WEARING AN ABBOTT SENSOR AT THE TIME OF DEATH. ADC CUSTOMER SERVICE HAS REQUESTED THAT THE SENSOR BE RETURNED FOR INVESTIGATION. BASED ON THE LIMITED INFORMATION AVAILABLE, A CAUSAL RELATIONSHIP BETWEEN THE SENSOR AND THE REPORTED DEATH CANNOT BE CONFIRMED AT THIS TIME. IF THE SENSOR IS RETURNED OR ADDITIONAL INFORMATION BECOMES AVAILABLE, A SUPPLEMENTAL REPORT WILL BE SUBMITTED.

Event description:
Abbott Diabetes Care (ADC) received a report from Insulet regarding a patient¿s death. According to the report, a family member reported the patient passed away on (b)(6) 2026, while wearing an Omnipod 5 Pod (lot PH1U04212521, lot linked to FSN 9056196-05/20/2026-002-C). The Forensic Medicine Department concluded the patient's cause of death to be Ketoacidosis. It was reported that during examination, it was observed that the patient had not received insulin despite boluses and going to manual mode. A family member has requested a full report from the Forensic Medicine Department and will provide Insulet with additional information when available. Insulet has not yet received this report. The family member and the (b)(6) in (b)(6) attributed the patient's death to the FSN Pod (9056196-05/20/2026-002-C). The Pod and Omnipod 5 Controller were requested for investigation. The Pod remains at the Diabetes Clinic. The Omnipod 5 Controller was collected from the (b)(6) on (b)(6) 2026, and returned for investigation. Investigation: Cloud data from the user for the period of (b)(6)2026-(b)(6)2026 was downloaded and reviewed. Review of the cloud data confirmed that a pod with the lot number reported was the last pod used, activated at 12:42 on (b)(6)2026. The other pods used during this period were from lot PH1M04172511. Review of the patient history buffer (PHB) data found that the system was primarily used in Automated Mode during this period, and the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. Between 16:52 and 23:00 on (b)(6)2026, the pod was receiving invalid estimated glucose value of -5 and -2, indicating an unrecoverable sensor error occurred and the sensor was in warm-up respectively. The system was still in Automated Mode when receiving these invalid values and so the system transitioned to Automated Mode: Limited after four cycles and began generating Missing Sensor Values alerts after one hour of missing values. Prior to the invalid values, the last valid estimated glucose value received was 177 mg/dL received at 16:47 on (b)(6)2026. After the gap, the first valid estimated glucose value received was 213 mg/dL received at 23:05 on (b)(6)2026. Estimated glucose values increased to Urgent High (greater than 500 mg/dL) at 19:10 on (b)(6)2026. Once values reached 500 mg/dL and Urgent High, the estimated glucose values stayed there throughout the remainder of use while the pod and sensor were in communication. The PHB data showed that the automated algorithm appropriately increased the microbolus amounts delivered in response to the increasing and high estimated glucose values until the maximum microbolus amount based on the user's adaptive basal rate was reached. Three Automated Delivery Restriction alerts were generated on (b)(6)2026, one at 3:35, one at 15:55, and one at 21:25, all due to the automated algorithm delivering the max microbolus amount for extended periods in response to the increasing and high estimated glucose values. Upon generation of the Automated Delivery Restriction alerts, the system correctly transitioned to Automated Mode: Limited until the alerts were acknowledged and the system was transitioned to Manual Mode. While in Manual Mode, the system correctly delivered the user's manual basal program regardless of the estimated glucose values received. Intermittent sensor errors occurred while estimated glucose values were at Urgent High, as indicated by estimated glucose values of -2 being received. At 11:00 on (b)(6)2025, the pod and sensor lost connection, with the connection becoming unrecoverable at 12:00 on (b)(6)2026, as indicated by estimated glucose values of -2, -1, and -5 being processed by the pod between 11:00 and 16:35 on (b)(6)2026. The last PHB datapoint received by the pod from the controller was generated at 16:35 on (b)(6)2026. The PHB data showed that anytime the system transitioned to Automated Mode: Limited, the system was correctly delivering Safe Basal, which is the lower of the user's manual basal program and adaptive basal rate. The cloud data showed that multiple boluses were delivered during this period, with boluses of 12.8 U, 18.6 U, 8.75 U, 11.5 U, and 17.25 U being delivered on (b)(6)2026, the last bolus being the 17.25 U bolus delivered at 16:52. Comparison of the bolus records to the PHB data found that the total pulses delivered count increased correctly based on the total bolus volume of each bolus after delivery of each bolus, indicating that each bolus was actively and completely delivered by the pods. No evidence of the system failing to deliver insulin was observed in the available cloud data. Without the pod, it could not be determined if the pod cannula was torn, which would prevent delivery of insulin. The exact cause of the reported event could not be conclusively determined from the available cloud data. The patient was wearing an Abbott sensor at the time of death. ADC customer service has requested that the sensor be returned for investigation. Based on the limited information available, a causal relationship between the sensor and the reported death cannot be confirmed at this time. If the sensor is returned or additional information becomes available, a supplemental report will be submitted.ADC was notified by Insulet, the manufacturer of Omnipod, regarding a complaint about the Omnipod 5 Pod (lot PH1U04212521). After review, ADC determined that the device is affected by the recall. ADC has no information on whether the sensor has been saved, so the sensor is not expected to be returned.

Manufacturer narrative:
An investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. A valid serial number has not been provided; therefore, no DHR review is possible. A Tripped Trend review was conducted for the reported complaint and Freestyle Libre sensors; no trends were identified that would indicate any product related issues.It is not possible to determine the probable cause of this event. There are mitigations are in place to reduce and prevent issues such as disconnected, faulty or damaged components or misuse of the device. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse.All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a Risk Evaluation is completed and compared to the Risk Management report, to ensure the risk profile has not changed. Additionally, as a part of Abbott¿s Post-Market Surveillance Process, all Risk Evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product Risk Management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio.All pertinent information available to Abbott Diabetes Care has been submitted.